Manufacturer narrative:
(B)(6). The field service engineer (fse) could not duplicate the reported error. The fse replaced the data acquisition to motor controller cable per the field change order (fco86600037a) to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the screen went black. A sequence of several error codes occurred twice in quick succession. The device stopped ventilating the patient and the patitent was switched to another ventilator. There was no patient harm. Patient information has been requested.